Event description:
A customer reported via phone call indicating that they received a threshold suspend once the customer's blood glucose gets to a certain point causing the customer's blood glucose to rise to 300 mg/dl. The customer stated that they always need assistance to operate the central continues glucose monitor and would like a product that she can operate independently. The customer states that they have issues with the serter sticking. The customer was assisted with the serter and resolved the issue but declined replacements.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4) for related documentation.